Event description:
Surgical drape leakage/sterile field contamination. While cleaning the room following a right cadraveric kidney transplant surgery, the plastic drape covering the warmer was noted to be leaking. The room was cleaned immediately following the surgery. It is not known if the drape appeared to be torn or burned. The physician was notified of the break in the sterile field. The wrapper would be saved for the reference of trends should this happen again. The wrapper was saved in the assistant operating room director's office. The pt did receive tmp/sulfa post-operatively. The standard post-operative follow-up revealed an uncomplicated course.